Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. And the device was explanted. Also noted, was low pacing impedance and high capture thresholds on the implantable cardioverter defibrillator (ICD). The patient condition was stable.